Manufacturer narrative:
This report is submitted on january 4, 2022.

Event description:
Per the clinic, the device was explanted (date and reason for explant unknown). Further information is being sought from the clinic.

Event description:
Correction: per the clinic, the patient experienced magnet dislodgement during an MRI (date not reported). Surgery to replace the magnet has been completed (date not reported). Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.